Manufacturer narrative:
On (B)(6) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and determined one of the ports to the bsv (blood sampling valve) was clogged. The fse replaced the bsv and the actuator, resolving the leak. The wbc (white blood cell) dispenser was replaced, resolving the increase nrbc (nucleated red blood cell) flagging generated by the instrument. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. Cleanz was dripping out of the probe on the instrument. A few drops leaked onto the external cover of the instrument. The leak was contained within the instrument. The instrument was also generating excessive flagging for the nrbc (nucleated red blood cell) and plt (platelet) parameters. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.